Event description:
It was reported that the device had error displayed: 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device presenting a system error code 133.6090 was confirmed during a review of the device logs but was not replicated during testing. Initial testing of the suspect pcu found that the pcu would turn on without any noticeable problems, no issues were observed during the power on self-test (post). The suspect pcu was tested by powering on and off, the test was repeated twenty times and in the twenty test there were no errors observed during post. Battery conditioning test results showed no errors. Infusion testing of the suspect pcu did not replicate the issue. A second infusion test was on the suspect pcu completely discharged the battery and left the pcu battery discharged over the course of one day. The infusion completed with no issues observed and upon connecting the suspect pcu to an ac outlet and powering it on, there were no errors observed during post. A review of the pcu error log showed that the device presented five incidents of error code 133.6090.0 (main speaker failure, fatal severity.) On (B)(6) 2025. Review of the event logs showed that the last date recorded prior to dchu testing was the reported date (B)(6) 2025, there we no programmed infusions observed only the last system error code 133.6090.0 that occurred upon power on of the device at 8:36 am, and multiple instances of the user attempting to turn the device into maintenance mode. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ internal and external inspection of the pcu module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (wo: (B)(4)). Please replace the logic board as a preventive measure. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.